Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during testing conducted at the manufacturer facility the cordless driver 3 was running without user activation as soon as the battery was inserted. It was also reported that the device was not running in the correct mode; it was oscillating while in the reverse mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility the cordless driver 3 was running without user activation as soon as the battery was inserted. It was also reported that the device was not running in the correct mode; it was oscillating while in the reverse mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, it was discovered that the trigger magnet had fallen out, which is the probable cause of the reported event. The device was repaired and returned to the user facility.